Event description:
During a colonoscopy, the physician used a cook hemospray endoscopic hemostat. It was reported that during the procedure a lower gastrointestinal (gi) bleed was identified and needed hemospray. The physician opened the device [hemospray] & activated it. Once the catheter was down the scope the hemospray failed to work when it was deployed [sprayed]. It was reported that the bleeding stopped without the need for another device or procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau, 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Section d: common device name: hemostatic device for endoscopic gastrointestinal. Use product code: qau. Section g: 510k: k200972. Investigation evaluation: two devices were returned for this occurrence, one used (device #1) and one unused (device #2). For device #1, the product said to be involved was returned in a resealable plastic bag. A tray lid from the lot number was included in the return. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. One of the returned catheters (catheter #1) was still connected to the nozzle and presented with kinks as well as powder inside and outside of the tubing. The other returned catheter (catheter #2) contained a small amount of reddish fluid and presented with powder inside and outside of the tubing. The distal tips of the catheters did not appear to be discolored or obscured with powder or fluid. The device was tested as returned and sprayed with low flow. The catheters were attached to be tested with the device as returned and did not spray as intended. The device discharged when deactivated and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. Neither catheter sprayed as intended when tested with the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. For device #2, the product was returned in a sealed tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product returned could not confirm the report. The device was sealed in the tray and all components appeared to be manufactured and packaged correctly. The device was assembled and activated for functional testing. The device sprayed as intended. The catheters were attached to the nozzle and the device continued to spray as intended. No issues were detected during activation of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the returned used and unused devices were functionally tested. The root cause for the report of unable to spray for the used device is a clogged catheter. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The cause of the clogged catheters is unknown. The unused device functioned as intended. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air... Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.